Event description:
It was reported that two (02) large volume folfusors underinfused via midline catheter. In one instance, approximately 15% of the antibiotic remained in the reservoir and in the other case, around 10-15% of the antibiotic remained in the reservoir. The device contained 18000mg of piperacillin/tazobactam in 230 ml of sodium chloride 0.9%. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on 16 august 2025 and 17 august 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date ¿ the lot was manufactured between july 18-22, 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.